Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during arteriovenous malformation (avm) embolization, the apollo navigation at the nidus level (avm) no blood pressure (bp), new guide navigation: friction, change of guide friction also. Healthcare provider (hcp) realized that the guide was back to the microcatheter. No patient symptoms or further complications were reported as a result of this event. There was no assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or clinical events committee (cec).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's vessel tortuosity was normal. Any causes or contributing factors to the issue was unknown.